Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 550 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was treated with insulin drip during hospitalization. The customer stated that they had bent cannula issue also. The insulin pump will not be returned for analysis.